Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50x24mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A promus element drug-eluting stent was selected for use; however, when the nurse open the stent, it was noted that the stent was kinked before putting it in the patient. No patient complciations were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A promus element drug-eluting stent was selected for use; however, when the nurse open the stent, it was noted that the stent was kinked before putting it in the patient. No patient complications were reported.